Event description:
Medic ii responded to 79/w/m in cardiac arrest in a doctor's office. Upon hooking patient to life pak 10 (h & h 87441) patient showed a rhythm of asvstole (1 dio vent at wd without pulses). CPR was continued and patient was given atropine. Pacer pads applied and pacing cables applied. Rate was set at 70 and capture obtained, but was unable to get milliams above "o". After checking any possible problems, the williamds could not be set above "o" throughout the remainder of run. Unit was taken out of service after run was over.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, visual examination. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device recalled by manufacturer/distributor, device temporarily removed from service. Invalid data - on device destroyed/disposed of status.